Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error e433 occurred due to faulty generator board. The event can be detected/prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3, "preparation and inspection" describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5, "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty generator board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. The event occurred during preparation for use in a therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.